Event description:
The initial reporter complained of three questionable ise indirect gen 2 sodium results from the cobas pro ise analytical unit. Patient 01 initial result was 145 mmol/l and the first repeat result was 144 mmol/l. The second repeat result, tested in another cobas ise analytical unit, was 138 mmol/l. Patient 02 initial result was 143 mmol/l and the first repeat result was 141 mmol/l. The second repeat result, tested in another cobas ise analytical unit, was 137 mmol/l. Patient 03 initial result was 144 mmol/l and the first repeat result was 142 mmol/l. The second repeat result, tested in another cobas ise analytical unit, was 137 mmol/l. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested but were not provided. Qc was outside of the acceptable limits. A precision check was performed with a patient sample and the results were outside of the expected range. The initial result was 147.1 mmol/l and the next 9 results were approximately 139 mmol/l. The field service engineer (fse) replaced the sipper nozzle and the ise bath. Reagent primes, ise checks, calibration, and qc were acceptable. The customer had no further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.